Manufacturer narrative:
Independent sales representative submitted an email with a revision surgery case for poly swap, unknown reason. Further information regarding the original implant case, the reason for the revision surgery, patient details and the status of the explanted poly has been requested. Trilliant surgical is the manufacturer of the device , the device did not cause or contribute to a death or an injury that was life threatening. A malfunction of the device resulting in a failure of the device to perform its essential function which comprises the device's therapeutic effectiveness that could cause or contribute to death or serious injury did not occur. Recurrence of the malfunction is not likely to cause or contribute to a death or serious injury. The device is not considered to be life supporting or life sustaining. The devise was not returned for evaluation, and additional information was not received regarding the reason for the revision surgery. A root cause could not be established. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - poly swap, unknown reason.